Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert generator (model# unknown serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) at the aortomitral junction with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a cardiac tamponade was confirmed via transthoracic echocardiography (tte). Pericardiocentesis was performed and yielded 500 ml and drain was left in place. Patient was reported to be in stable condition. Patient remained in the intensive care unit overnight for observation. Patient fully recovered with no residual effects. Procedure effectively eliminated the pvcs. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was assumed that the smarttouch catheter briefly entered the left atrium inadvertently and resulted in the injury. It was also noted that ablation was being performed at the time the event occurred. No transseptal puncture was performed, as access was achieved via a retrograde aortic approach. Sheath used in the right femoral artery was a 9 french 12 cm (brand unspecified). Generator parameters included power control mode at 40 watts (not titrated), average temperature of 31°c with cut-off of 50°c, average impedance of 140 ohms with range of 50-250 ohms, and contact force ranging from 15-20 grams. Overall ablation time at the site of injury and last ablation cycle time at the site of injury were approximately 30 seconds. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.